Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the arterial accessory vessel using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician placed two ruby coil lps in the target vessel using the microcatheter. Subsequently, after advancing a third ruby coil lp halfway out of the microcatheter and the coil became stuck and would not advance any further or be retracted. Therefore, the microcatheter and ruby coil lp was removed. The procedure was completed using new ruby coil lps and a new microcatheter. There was no report of an adverse effect to the patient.